Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient was having trouble connecting the recharger to the implant to charge the implant. It kept saying device not found. The issue started a couple of days ago. Patient confirmed the implant was not depleted. Patient was able to get the implant charged to 100% and now it was at 90%. Patient tried to charge again and it would not connect. Patient mentioned they lost 30 pounds but could still feel the battery right below the skin. A request was sent to repair to replace the recharger. Reviewed if not resolved, have healthcare provider (hcp) check the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The circumstances that led to the trouble connecting the recharger to the implant was the paddle was no longer connecting. They tried to move the paddle around to get it connected to resolve the trouble connecting the recharger to the implant. As resolution, the new paddle works great. The weight loss was not related to the implant device.